Manufacturer narrative:
(B)(4). The customer reported that the device would not deliver a shock. There was no report of patient impact or involvement. Philips evaluated the device and replaced the external paddles to resolve the issue.

Event description:
The customer reported that the device would not deliver a shock.